Manufacturer narrative:
Corrected data. This report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Manufacturer narrative:
Additional information received for d6 explant. Section d brand name corrected. Section d catalog number was corrected.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 66 year old male with cardiomyopathy supported with an impella 5.5 was in a pre support clinical state consistent with scai shock stage d. The rn reported new intermittent psnr (placement signal not reliable) alarms while the patient was resting in bed. During routine purge cassette replacement per hospital protocol, the aic failed to recognize the new purge cassette disc despite multiple attempts. The aic was subsequently exchanged, after which the purge function was restored. The rn later reported intermittent ¿impella position unknown¿ alarms, which resolved, and the patient was noted to have narrow pulse pressure. Based on available information, the reported events are consistent with a purge subsystem malfunction involving purge disc detection failure (aic) and intermittent placement signal reliability issues (impella 5.5). A replacement console resolved the purge detection issue, and the patient remains on support. Root cause cannot be confirmed until product evaluation is completed. The impella 5.5 and aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Corrected data d4 serial and UDI updated/corrected. Investigation summary hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Placement signal issue: the cause of the issue was not established as no product or logs were returned and insufficient information was provided